Manufacturer narrative:
Per good faith effort (gfe) it was confirmed that the recommended part was not ordered or replaced. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi vendor/clinical engineering department" will handle the service call/incident. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying low leak/ co2 caution during operation. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The hospital respiratory therapist (rt) reported the problem and biomed was able to duplicate it when connected to a whisper swivel and test lung. The rse advised to perform the air/o2 flow accuracy to verify operation of the flow sensor assembly and replace as needed. Discussed replacement per the manual to include required testing after replacement. Provided parts ID for the flow sensor assembly. Investigation is ongoing